Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used during a right ureteral stone manipulation procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when the physician was retrieving a stone, one of the basket wires broke off inside the patient; however, the physician was able to retrieved the broken wire and the stone by placing in another basket. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used during a right ureteral stone manipulation procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when the physician was retrieving a stone, one of the basket wires broke off inside the patient; however, the physician was able to retrieved the broken wire and the stone by placing in another basket. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A detailed device analysis was performed on the returned zero tip basket which revealed that the condition of the complaint device was consistent with the complaint incident that one of the basket wire was broken. A visual assessment was performed and found out that a section of the broken basket wire was missing and was not returned. The broken wire was examined under magnification and showed that the ends of the broken wire were discolored and melted which is consistent with a wire being contacted by laser (lithotrite). The device dfu (direction for use) states, ¿this device should not be directly fired upon by any lithotrite. A labeling review was conducted by reviewing the label and dfu. The basket wire sub-assembly of the splice cannula was detached and was bent in several locations. There was an adhesive residue present in the splice cannula and proximal end of the detached basket pullwire though it was not possible to determine the amount of force the was exerted to cause the detachment of the basket wire sub-assembly. The outer sheath of the distal end of the sheath was kinked/buckled. A device history record (DHR) was performed and revealed that there were no non-conforming events or any deviations identified. The DHR review confirms that the accepted device met all manufacturing specifications. Therefore, the most probable root cause for this complaint is operational/physiological context.